Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was between 54-500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.